Manufacturer narrative:
The alleged device is not expected to be returned for evaluation and review. This complaint of burn created by device is unable to be verified and a root cause cannot be determined. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review cannot be conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, 14066, the user is advised that misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery therapy, and/or loss of ECG trace quality. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Date of event: this is an approximate date per the reporter. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 2516z device was being used during a cardioversion on approximately (B)(6) 2020 when it was reported "there were burns marks on the patient where the pads were placed." It was reported that one of the burn marks was severe enough that it required treatment. Further assessment questions were asked of the reporter; however, to date we have not received any further information. This report is being raised on the basis of injury due to patient burn with unknown degree.